Event description:
It was reported that the patient's left ventricular (lv) lead exhibited loss of capture. The patient presented for a lead revision procedure. During the procedure, under fluoroscopy imagining it was noted that lead had dislodged. The lv lead was explanted and replaced. The patient was stable.